Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid (cloudy) pd effluent. The cause of peritonitis was not reported. On an unreported date, the patient began treatment for the event with vancomycin and fortum (intraperitoneally, doses, duration and frequencies not reported). It was reported that the patient visited the hospital (on the day of diagnosis) however, it was not reported if the patient was admitted. Four days after event onset, the patient's pd effluent was "slightly clear". At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event and extraneal/physioneal therapies were ongoing. No additional information is available.